Manufacturer narrative:
Device manufacture date: lot manufactured between october 1, 2020 to october 2, 2020. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified on both devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of two (2) large volume folfusors. The devices were filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. It was further reported that "less than 10% were left". There was no report of patient injury or medical intervention associated with this event. No additional information is available.